Event description:
Device 2 of 6. Ref MFR reports: 1627487-2013-04847, -04849, -04850, -04851, -04852. It was undetermined how many leads the pt had implanted; all possible lots will be reported. It was reported the pt was not satisfied with the pain relief she was receiving from the scs system. The leads were in the original position, and the pt had received effective stimulation with each reprogramming session. The physician determined the leads had not migrated with review of the x-rays. It was reported the pt had requested for surgical intervention to improve the stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.